Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lavh procedure, after setting the expandable sleeve in umbilici, the surgeon inserted the dilator. When the surgeon confirmed the device with the camera in the cavity, a part of external cylinder was missing. The part was found hanging at the edge of expandable sleeve and was retrieved without difficulty. The procedure was completed with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals were intact. The cannula was broken at the distal end. The device failed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.